Event description:
Tunneled dialysis was being placed on a patient. When the physician was trying to implant the catheter, the stiffener that is used to implant the catheter was meeting resistance, not allowing the catheter to be placed. The team wasted the first one. Upon opening the second catheter, the same issue was noticed. The physician had to use a stiff wire rather than what the product came with. Pt code: 4582. Device: 4012, 1158, 1506, 3023. Ref: mw5186548.